Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of the device specifications. The complainant returned one bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. The catheter was attached to a drainage bag. The stopcock and syringe were attached to the inflation line. The drainage port on the catheter was pushed inside the drain bag connection blocking the drain port on the catheter. When disconnected from the fitting configuration attached to the catheter and flushing with the supplied stopcock and syringe the balloon inflated and deflated as normal. No manufacturing anomalies noted on the returned catheter. Evaluation of the returned device determined that the drainage port being pushed inside the drainage bag was the cause of the event. Cook has concluded unintended user error likely contributed to this incident. The risk analysis for this failure mode was reviewed and additional escalation was not recommended. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 04aug2020: the device will not be returned, it has been discarded by the facility.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during tamponade treatment of post-partum hemorrhage after a lower segment cesarean section (lcsc) singleton delivery using a cook bakri postpartum balloon with rapid instillation components, the balloon did not inflate during the procedure. The bakri was placed transvaginally. Saline and the syringe provided in the kit were used to inflate the device. The device was tested on the table after the difficulty and it did not inflate (seemed blocked). Blood loss was 2600ml and was estimated by weighing swabs and measuring the volume in the suction canisters. It is unclear how much blood was lost before the attempted bakri placement and how much was lost after the difficulty with the bakri. After the device failed to inflate, a rusch balloon was used and that controlled bleeding "for a while" (unspecified length of time). The patient was ultimately taken to the operating room for a laparotomy that resulted in a hysterectomy. It is reported that the patient experienced disseminated intravascular coagulation (dic). It is unclear at what point in the sequence of events. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a cook bakri postpartum balloon with rapid instillation components. As reported, during use in the treatment of postpartum hemorrhage the complaint device could not be inflated. Hemostasis was attempted using a non-cook balloon device. Uterine bleeding eventually progressed to a point where the patient required a hysterectomy. Investigation / evaluation: a document-based investigation was performed including a review of the instructions for use (IFU) and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of the complaint history could not be completed due to lack of information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: intended use: "this device is intended to provide temporary control or reduction of postpartum uterine bleeding when conservative management is warranted." Contraindications: "arterial bleeding requiring surgical exploration or angiographic embolization" "cases indicating hysterectomy" "disseminated intravascular coagulation" warnings: "this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." "Patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed." "There are no clinical data to support use of this device in the setting of dic." A clinical assessment was completed, and based on information available, the most likely contributing factors of this are procedure-related (cesarean delivery likely resulting in arterial injury), patient condition/anatomy, user technique, and failure to follow the IFU. Cook is unable to determine a definitive cause of the reported failure from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.